Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including related patient information was not provided by the initial reporter. During evaluation and investigation, the implant was not available for analysis. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information,a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 jaws staple system. The 18mm straight jaws staple was reported to have fractured post-operatively. The initial reporter stated that a revision surgery was not scheduled and would not be scheduled unless the patient starts experiencing some pain.